Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 4.0 x 8 mm powersail burst during inflation. There were no patient complications recorded. Subsequently, a second 4.0 x 8 mm powersail was used successfully. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, pt anatomy, lesion calcification, lesion tortuosity, or exceeding rated burst pressure. The lesion characteristics and the inflation pressure applied were not reported, which could have aided in the investigation. Without a returned device for analysis, a definite root cause for the balloon rupture could not be determined.